Event description:
Staff noted electrical burning/plastic smell in surgical case. All electrical sources unplugged and smoking continued under or bed and drapes. Bed was unplugged and smoke subsided. No patient injury and complete skin assessment done after procedure. Clinical engineering noted a bad power supply that had burned electrical components. All other equipment was examined and okay.